Event description:
The pt experienced a shocking or jolting sensation at lead location. Impedance measurements showed <250 ohms and pt's device also showed a end-of-life/end-of-service indicator message. Longevity calculation indicated that the neurostimulator reached end-of-service prematurely. There were no accidents or trauma associated with this event. Further info was requested.

Manufacturer narrative:
(B) (4).